Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) confirmed that this has been a gradual rise and confirmed no noise was observed. Ts recommended reprogramming options and continue to monitor. No adverse patient effects were reported. This lead remains in service.